Event description:
This is the same case and patient as MFR report # 3005099803-2012-00369. This report pertains to the second of two devices. It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a percutaneous nephrolithotomy procedure. The patient age was reported to be over 18 years. According to the complainant, the balloon did not maintain pressure during the procedure. The problem was noticed when the balloon was inflated to 20 atms. It is unknown whether the balloon leaked inside the patient. The procedure was completed with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.(B)(4).